Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. During evaluation, the device did not power on. No issue with the lcd was observed. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank after returning for preventative maintenance. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.